Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the occlusions occurred in the past, troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose.